Manufacturer narrative:
The subject device was returned to olympus (B)(4) for evaluation. Evaluation of the subject device confirmed the following: the reported event was reproduced. Defect of the power unit was noted. Oekg assumed that the reported event was caused by the defect of the power unit. If additional information becomes available, this report will be supplemented.

Event description:
Endoscopic image was not displayed normally. The monitor only displayed blue color image and olympus logo. The image intermittently froze. After the endoscope was reconnected to the subject device, the endoscopic image was displayed normally. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by the defect of the power supply unit due to aging. If additional information becomes available, this report will be supplemented.